Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's download revealed a code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. The cause for the code 102 is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive are broken negative leads on high-voltage capacitor c21 and c22 on the defibrillator board. The root cause for the broken leads on c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Results will be monitored. No adverse event resulted from the broken leads. The pt received a replacement monitor.